Manufacturer narrative:
The pressure tubing was returned without visible blood. A photo was of the product was provided and reviewed. The female leur from the tubing was found detached from the tubing. The tubing pocket was examined, and an insufficient amount of adhesive was noted. This issue has been determined to be a supplier manufacturing issue and a scar was initiated to investigate the reported failure. The evaluation confirms the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that when the customer went to use the pressure tubing included in the intra-aortic balloon (iab) insertion kit, the luer-lock was found to be easily dislodged instead of firmly holding to the tubing. The customer then used another one from their hospital stock to complete therapy. There was no patient harm or adverse event reported.